Event description:
From info gathered during the initial reporting of this claim, it was decided that failing of the MDR was not required. No pt injury or malfunction of the tube occurred. Following the investigation and evaluation of the actual sample in april 2004, it was determined that filing of this report would be appropriate. This determination was made in may 2004. It was reported that the et tube became crimped during use. A flow restriction was identified, and a fiber optic was used to determine the tube had become crimped. The pt was repositioned and the restriction corrected. The surgery was completed with no further complications in the tube. No pt injury occurred. The actual sample was received and evaluated. No manufacturing defects were identified. The testing of the tube found it to meet all iso requirements and hudson rci specifications.